Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The testing of the device showed the electronic alarms were not working- inspection showed the alarm battery was missing. The switch cam was found to have loosened over time which led to misalignment.

Event description:
It was reported that that the alarm was not working on the ventilator. No patient injury or complications were reported in relation to this event.